Manufacturer narrative:
The device in question was returned to the manufacturer on february 6,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the light is dim, image is cloudy, cover glass is damaged. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "image is cloudy, light is weak, cover slip is damaged" was confirmed, and further defects were detected. In total the following defects were detected: led glows weakly, adhesive points on camera head worn, leaking, blade damaged, housing worn, lid worn, plug worn. The device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the light is weak. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction made to section g3. The event is filed under internal karl storz complaint ID: (B)(4).